Event description:
Complainant alleged that during set up of the device for possible pt use. There was no screen display, although all other functions were operational. The complainant indicated that there was no pt involvement in the reported malfunction.